Event description:
It was reported that as the 8.0x80 absolute pro stent system was removed from the packaging, the physician noted that the distal tip of the stent was slightly deployed. The stent system was not used and there was no patient involvement. A new same device was used to treat the target lesion. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the self expanding stent system or incorrect removal technique. It may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instructions for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Without having the absolute pro to examine, a conclusive cause for the reported premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.